Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye on (B) (6) 2010. The lens was explanted on (B) (6) 2010 due to high vaulting. The patient had narrowing of the angle and shallowing of the anterior chamber. An iridotomy was performed. The lens was exchanged for a shorter and different size diopter lens.

Manufacturer narrative:
(B) (4). (B) (4).